Manufacturer narrative:
The insulin pump was received with a blank display due to broken off battery tube threads not allowing proper contact between the battery cap and the battery tube when a battery was installed. The insulin pump had a fading serial number label, cracked case at the battery tube side, scratched case, minor scratched display window and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a cracked case along the battery compartment. The customer's blood glucose reading was 183 mg/dl at the time of incident. Troubleshooting found that the power does not come on. Customer indicated that they were on their back-up plan. The customer was advised that the device would be replaced and to return the product for analysis.